Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, the proglide device was used in the axillary artery and was deployed after there was weak blood flow from the marker-port. It should be noted that the electronic proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. Additionally, the IFU states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. It is unknown if the IFU deviations contributed to the reported difficulties. The patient effect of numbness is listed in the IFU as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that suture placement in the left axillary artery was attempted via a 6f sheath with proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide device attempted at 10 o'clock had weak blood flow from the marker-port. The device was replaced with a second proglide device. The second device at 14 o'clock also had weak blood flow from the marker-port; however, proceeded to deploy it. The device became stuck in the subcutis. A cut down was performed to remove the device and it was noted that the distal-guide had separated from the proximal-guide. The detached distal-guide was successfully removed from the anatomy. The sheath was upsized to 14f and the tavi procedure was completed. The surgical cutdown caused minor peripheral oedema [swelling] and paresthesia [numbness] of the of the left arm. Hemostasis was achieved via surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.